Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) reviewed the original call. The reporter was unable to recall when the alleged product issue first began but stated that it has been ongoing. The reporter claimed that the patient obtained an alleged inaccurate high blood glucose result of ¿307mg/dl¿ on the subject meter, compared to ¿279mg/dl¿, on another device (clever choice), performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. The reporter stated that the patient takes insulin (self-adjuster) to manage his diabetes and continued with his usual dose of lantus 53 units daily and novolog flexpen on a sliding scale as a result of the alleged product issue. The reporter stated that on an unspecified date and time the patient developed symptoms of ¿sweaty and shaking¿. The reporter detailed that the patient required health care professional treatment of glucose tabs/gel from emergency medical services (ems). The reporter stated that the patient obtained a blood glucose result on the ems meter but could not recall the readings. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, and an approved sample site was used to obtain the result. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did developed symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.